Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was tightly folded. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking in the proximal transition in the balloon. The balloon pinhole that was observed during analysis most likely occurred when the balloon met a restriction of a severely calcified stenosed lesion. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the markerbands, blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the shaft of the device identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that the balloon was torn. The 85% stenosed, 10mm x 2.5mm target lesion was located in the severe plaque load with calcified nodules and mildly calcified left circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon could not cross the lesion. Consequently, the balloon was torn at 10atm due to the calcified lesion. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the balloon was torn. The 85% stenosed, 10mm x 2.5mm target lesion was located in the severe plaque load with calcified nodules and mildly calcified left circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon could not cross the lesion. Consequently, the balloon was torn at 10atm due to the calcified lesion. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.